Event description:
Patient was started on 90 minute infusion of leucovorin. Pump programmed without issue and appeared to be running correctly. 90 minutes later, rn went to d/c transfusion and the bag was nearly full. Upon visual inspection, very little drug appeared to have reached the patient. A new pump was used, and the remainder of the infusion was delivered without issue. No harm occurred, but care was delayed. Manufacturer response for pump, baxter (per site reporter) ongoing issue.